Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed. The following information was requested but unavailable: did the stability sleeve break? Or, did the obturator break?

Event description:
It was reported that during a sleeve gastrectomy (near the end of the surgery), the trocar was removed and b5lt broke in half at the shaft. All pieces were retrieved. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # unknown. Device analysis: the analysis results found that only the sleeve from the b5lt instrument was received with the sleeve broken. One potential cause for the damage found may be the inadvertent application of excessive force or torquing during insertion into the abdominal cavity. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance's.